Event description:
A user facility submitted a repair request to the olympus service center, for a tracheal intubation fiberscope, having angle rubber slack. Upon inspection and testing of the returned device, the scope connecting tube had coating peeling (1-2mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to a pinhole on angle rubber, water tightness lost, due to a dent on bending tube, bending angle in up direction exceeds the standard value, eyepiece scratched, image guide bundle stained, and connecting tube dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, section 3.2 preparation and inspection of the endoscope¿ as below. ·visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Olympus will continue to monitor field performance for this device.